Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began at an unspecified time on (B)(6) 2011. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. One and a half months after the alleged issue occurred, the patient claimed to have developed symptoms of "blurry vision" but denied receiving any treatment in response to the symptoms. During the troubleshooting, the cca noted that the patient was inserting the wrong end of the test strip. The cca walked the patient through the proper testing technique as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. The patient returned the subject test strips. However, no product analysis required since the product was expired at the time of complaint. Instructions for use indicate test strips must be used prior to expiration date. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.